Event description:
Physician and ultrasound (us) tech were performing a thoracentesis procedure when the hub of the catheter broke off. The physician removed catheter and placed a larger one and continued to drain the fluid. After the procedure, a chest x-ray revealed a pneumothorax and the patient was monitored and additional chest x-ray was taken. The pneumothorax reduced in size and a chest tube was not needed.